Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due to a large wipe that was in the rover canister. The customer tried docking the rover and the rover would not drain because of the wipe. The customer continued to try to dock it and as a result the rover over-filled and the fluid came out through the manifold receptacle. The field service technician removed the large wipe, tested the rover, and put it back into service.

Event description:
It was reported that a large wipe was found inside the canister of the neptune rover with smoke evac and power pole during the docking process. When the customer tried to dock the rover, it did not drain. The rover overfilled and sprayed fluid out through the manifold receptacle on to the floor. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that a large wipe was found inside the canister of the neptune rover with smoke evac and power pole during the docking process. When the customer tried to dock the rover, it did not drain. The rover overfilled and sprayed fluid out through the manifold receptacle on to the floor. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.